Event description:
It was reported that the patient with this right atrial (ra) lead experienced an infection. The associated cardiac resynchronization therapy defibrillator (crt-d) was explanted as a result. At this time, no further information is available regarding the status of this ra lead. This investigation will be updated should further information become available. No adverse patient effects were reported.